Manufacturer narrative:
The navien catheter was discarded at the site and will not be returned for analysis. Vasospam is a known inherent risk of endovascular procedure and is documented in the navien instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The model and lot number were not provided by the customer, therefore device expiration date, manufacture date and UDI could not be determined.

Event description:
Medtronic received report of mild vasospasm during use of a navien intracranial support catheter 058. The patient was undergoing a flow diversion procedure to treat a right, c7 internal carotid artery (ica) aneurysm. The location of the vasospasm was not provided. The patient was administered verapamil, which resolved the vasospasm immediately. At the end of the procedure, there was residual aneurysm (raymond iii) and no disruption of the inflow jet. There was no report of patient injury as a result of this event. The patient was discharged one day post-procedure and is currently asymptomatic.